Event description:
A customer contacted beckman coulter inc. (Bec) reporting a blood leak from the aspiration probe rinse trough on the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer cleaned up the leak and set up service. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A service visit was set up for (B)(4) 2011. However, the customer called back concerning the leak on (B)(4) 2011 (this event is documented in MDR#1061932-2011-02161) and a field service engineer (fse) was dispatched. Fse found a dried leak which he cleaned up and found the cause of the leak to be that the vacuum port was partially clogged due to bloody buildup in the probe waste chamber. The root cause for the leak is attributed to the vacuum port being partially clogged due to bloody buildup in the probe waste chamber. (B)(4).